Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during drain 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected during dwell and did not get back to the device in time. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during drain 5. The home patient (hp) had disconnected during dwell and did not get back in time causing the hc to alarm. The hp then re-connected. The technical service representative (tsr) explained the alarm and told the hp to contact the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.